Event description:
Reportedly, the black insulation at the distal end of the instrument (just proximal to the shears) bubbled and fell off into the body cavity during use. Continued use with the minisite minishears and picked out the black pieces with a grasper. No injury. Sex: unk. Procedure: lap chole.

Manufacturer narrative:
(B)(4).